Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a peripheral vascular intervention using the spiderfx filter, severe calcification, and >75% stenosis of a 60mm lesion in the right distal superficial femoral artery/proximal popliteal artery, the physician experienced difficulty fully collapsing and capturing the spiderfx filter into a trailblazer catheter after lesion treatment. The device had passed through a previously deployed protege everflex. A nanocross was used for post-dilation. The trailblazer catheter became caught on the distal end of a 7fr non medtronic sheath parked in the proximal superficial femoral artery and could not be pulled through. An attempt was made to maintain vessel access with a 0.035" stiff angled glidewire and to replace the sheath, but upon removal, the spiderfx filter became caught at the left common femoral arteriotomy site and could not be retrieved. Further attempts to recapture the filter resulted in the filter snapping off the wire and remaining within the patient's soft tissues. Surgical cutdown on the left groin was required to retrieve the filter, and contralateral groin access was obtained to place a covered stent at the left common femoral arteriotomy site. Post-angiogram imaging showed no signs of extravasation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis device returned with the filter wire only. The catheter was not present kink to wire filter basket detached from distal end of wire medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the physician does not believe the trailblazer to be the cause of the event since the spider fx couldn't even be pulled through the 7fr sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.